Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during implant the device setscrew dislodged several times when trying to remove and connect the lead due to turning the wrench too much. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.